Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The home patient (hp) stated that the patient line clamp was closed during prime. The hp will notify the nurse and start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2010. The nurse stated that the patient has resumed therapy successfully and there was no patient injury or medical intervention associated with this event. No further information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded, therefore, baxter cannot determine root cause. Since the lot number is not available a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the patient was keeping the clamp on the patient line closed during prime. The lot number is unknown therefore a batch review was not performed. Review finds the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer reported to baxter (B)(4) a solution administration set with a cut tube in the overpouch. The condition was reported to have occurred before patient use. There was no patient injury or medical intervention associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.